Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00838, 1627487-2022-00839, and 1627487-2022-00841. It was reported that after a procedure to replace the patient's leads on (B)(6) 2022, the patient experienced difficulty lifting the right leg. Patient was admitted to the hospital for observation and condition is improving.